Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had issues that started where the patient's symptoms started to return about 3 months ago; the caller said the patient had "all kinds of problems." The caller said the patient was obese and had been using the same program for about 6.5 years and may need to be reprogrammed (caller said patient was using -2 and +1). The caller said the patient was up about 5-6 times per night, but their bladder scan came back good. The caller said the patient "leaked all the time." The caller said the patient had lost their handset in a move, but caller connected a miscellaneous handset to the patient's ins and adjusted some settings on the 1 program they had access to. The program was turned up to pulse width of 210 and amps were upped. The patient started to have pain, so the caller turned down the settings. The caller said the patient had pain when program was turned on again, so now the patient was sitting and waiting with therapy off. The caller said there were impedances on "everything with 3's." The caller said the message appeared on remote that said the patient had 6-18 months of battery life remaining. The caller's specific question was how to pair the miscellaneous remote to the patient's ins. The lost/stolen process was reviewed with the caller, but they denied being transferred to sunmed and said they would just speak to the manufacturer representative (rep).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.